Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x, lot number hutc0678 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: the additional information provided is limited to the type of mesh. The corrected device is composix mesh. Originally reported lot number has been removed. No new lot number has been provided. Therefore, a review of the manufacturing records is not possible at this time. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of composix l/p mesh, patient was diagnosed with adhesions, bowel obstruction, pain and material deformation thereby underwent repair with mesh removal. Per op notes, ¿the previously placed mesh was bunched up.¿ after 3 years post explant of composix l/p mesh, patient passed away on (B)(6) 2018. Per the death certificate, the patient's cause of death was mentioned as ¿acute respiratory failure, aspiration pneumonia & sepsis.¿ the instructions-for-use supplied with the device list adhesions as a possible complication. Updated fields: d.4 (UDI no.), d.6b (date of explant). Corrected fields: d.1 (brand name), d.4 (product catalog no. & corporate lot no), g.4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x, lot number: hutc0678 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x. Addendum per additional information provided: on (B)(6) 2009: patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh. Per operative notes, ¿the hernia was noted just superior and to right of the umbilicus. Also, found small hernia in the midline adjacent. Once adhesions were removed, a circular composix l/p mesh was placed in the abdomen with protective side down, covering the hernia defects, far away from stomach adhered to anterior abdominal wall and tacked.¿ on (B)(6) 2014: patient was diagnosed with abdominal pain, acute cystitis and left groin richter¿s hernia with strangulated fat thereby underwent open left inguinal hernia repair. Three days prior to admission patient had some bloating and productive of yellow sputum. Per operative notes, ¿some dusky purple material in the hernia sac was identified and dissected. It was a richter-type hernia with 1 knuckle of bowel been stuck and necrotic fat in the hernia sac. There was some free fluid in the abdomen which was suctioned out to avoid infection. The hernia defect was then closed by reattaching the muscles to the inguinal ligament and sutured.¿ on (B)(6) 2014 to on 1(B)(6) 2015: patient visited hospital for abdominal pain and was diagnosed with aspiration pneumonia with sepsis, ileus secondary to pneumonia and small bowel obstruction thereby provided with antibiotics. On (B)(6) 2015: patient was diagnosed with small bowel obstruction secondary to adhesions thereby underwent repair with removal of composix l/p mesh. Per operative notes, ¿the previously placed composix l/p mesh was bunched up and did not appear to be controlling the weakness. The proximal bowel from the upper abdomen was dilated and slightly purplish. The bowel adhesions were removed and relieved the obstruction. The mesh was completely dissected from adherent omentum and removed. An ovoid synthetic mesh was then tacked into interior of the abdomen.¿ on (B)(6) 2017 to on (B)(6) 2018: patient was diagnosed with acute severe sepsis with associated metabolic acidosis, acute colitis, acute left lower lobe pneumonia and respiratory failure thereby provided with antibiotics. On (B)(6) 2018: patient passed away. The cause of death mentioned per death certificate was ¿acute respiratory failure, aspiration pneumonia & sepsis.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, mesh shrinkage and pain.

Event description:
As reported on (B)(6) 2018 the following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x, lot number hutc0678 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x. Addendum based on additional information provided by patients attorney: (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix mesh was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided is limited to the type of mesh. The corrected device is composix mesh. Originally reported lot number has been removed. No new lot number has been provided. Therefore, a review of the manufacturing records is not possible at this time. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted.